Manufacturer narrative:
One m2a-magnum 42-50mm tpr insrt-6 0/-6mmt1 was returned and evaluated. Upon visual inspection, the insert shows damage to the face and the taper of the insert has visible black debris. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4, h2, h3, h4, h6. H4: corrected. Reported event was confirmed via review of medical records by a health care professional. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Us157854-m2a magnum pf cup 54odx48id-782720. 157448- m2a-magnum mod hd sz 48mm- 652910. 15-103204-taperloc micro lat fmrl 10mm-366380. 139252-m2a magnum 42-50mm tpr insrt- 327210. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Location unknown.

Event description:
It was reported the patient underwent a left tha revision approximately 8 years post implantation due to pain, pseudotumor, scar tissue, and cyst. During the procedure a large bony cyst was noted on the weight bearing lateral/posterolateral surface. Pseudocapsule was opened. Large amount of red tinged fluid, capsule sent for culture (no report). Attempts have been made and additional information on the reported event is unavailable at this time.